Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime due to a possible infusion set, site, or reservoir occlusion. The customer mentioned that she had used 6 sets before being able to resolve the no delivery alarm. The customer did not know the blood glucose reading. She was unable to troubleshoot at the time of the call. She stated that she had received 6 no delivery alarms on 6 different sets. She was unable to determine the cause of the alarm. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. She verified that insulin exited with a manual plunger push. She did not have enough insulin in the current reservoir to complete the troubleshoot procedure. She was advised to replace the reservoirs and infusion sets. The customer reported that the alarm was resolved by a complete set change and requested to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.